Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause of the lack of pain was d ue to lead placement and that it was on the wrong side of spinal cord. The patient has a space in the spinal canal that will not allow entry of a percutaneous lead. The hcp had better luck using a 5-6-5 paddle.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s percutaneous leads were implanted to the left and the patient wasn¿t receiving any pain relief or increased function in the areas of complaint and reported level of pain. The rep was not aware of any factors that could have led to the issue. The leads were replaced to paddle leads. The issue was resolved. No further complications were reported.